Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault 74 error message indicating a software task error. The message resulted in an alarm which notified the caregiver to the malfunction. There was no pt injury reported as a result of this incident. MFR # 3004604967-2015-00256.